Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as "high"; although specific value was not provided. The cause of the elevated bg level was due to the customer not having a sleep schedule set up correctly, as the customer accidentally manually started sleep mode on (B)(6) 2024, after the customer delivered a correction bolus during the nighttime, and sleep mode was manually stopped on (B)(6) 2024. Customer administered a correction bolus via the pump to address the bg. Recommendation was made to consult a healthcare provider in regards to diabetes management.